Event description:
Related to MFR report # 2183959-2012-00663. On (B)(6) 2010, the pt was implanted with an ams elevate anterior graft with the intention of treating the pt for pelvic organ prolapse and stress urinary incontinence. It was reported that as a result, the pt experienced serious bodily injuries, including pain, erosion of her internal tissues, chronic discharge and bleeding and other injuries. It was reported that the pt also experienced mental and physical pain and suffering, has undergone multiple surgeries and revisionary procedures, and sustained permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.